Event description:
A hospital in (B)(6) reported via our distributor that an mr290 autofeed chamber did not fill with water after being connected to a water bag. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was received and was visually inspected. Further information was sought from the hospital regarding the chamber setup and the type of therapy used. Results: the complaint device was returned with only part of the water feedset present. The feedset spike and most of the feedset tube had been removed by the user prior to its return to fisher & paykel healthcare. Water was present inside the chamber, indicating that the feedset was working and the chamber was filling before the feedset was removed. No fault or defect was observed. Conclusion: the hospital confirmed that the water bag was set at least 50cm above the mr290 chamber. They were unable to tell us what therapy was being given at the time of the reported event. It is known that during sipap/CPAP therapy the higher pressure in the chamber can reduce or even stop the water flow to the chamber if the water bag isn't mounted high enough to overcome the pressure in the chamber. Increasing the distance between the water bag and the chamber (thereby lengthening the water feed set tube) helps prevent the chambers from running dry. A height of 50cm above the water chamber would not be sufficient to overcome the high pressure from sipap/CPAP therapy. Infant therapies involving high pressures are becoming more widely used and for this reason fph manufactures a water feed set extension, which is recommended for use in such cases. The user instructions for the water feed set extension, (B)(4), state that it "allows the mr290 to be used with infant CPAP systems." Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (approx 80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient".